Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the provisional fractured upon removal from the joint.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Measurements were taken using caliper, height gage, gage ball, surface plate and all dimensions are within the specifications. Visual inspection shows a fracture and gouges and scratches are present on most surfaces. Device history record was reviewed and no discrepancies were found. The root cause can be determined as wear and tear due to normal usage. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It is reported that the provisional fractured upon removal from the joint. No adverse events have been reported as a result of the malfunction. Attempts have been made and additional information on the reported event is unavailable.